Event description:
It is reported that the surgeon could not get the articular surface to seat when impacted. He asked for another implant to finish the surgery.

Manufacturer narrative:
Eval summary: there are heavy gouges and damage to the component that are likely from attempting to implant it. Damage indicates that the articular surface was not correctly placed and oriented before pushing it into the tibial plate. It is possible that the problems encountered are related to surgical technique; however, more info would be needed to conclusively make that determination. Eval: a nk flex ultra-congruent articular surface was returned with the complaint for review. The device history records were reviewed and found to be conforming; indicating the device was mfg, inspected, and packaged to specifications. Dimensional analysis reveals that the device is conforming to print specifications.